Event description:
It was reported that the patient underwent implantation of a pacemaker on (B)(6) 2014 and topical skin adhesive was used to close incision of implantation. On (B)(6) 2014, the area where topical skin adhesive was used turned red and later developed a vesicle. On (B)(6) 2014, rinderon was administered to the patient and aquacell and hydrosite were used for wound dressings. On (B)(6) 2014, a topical steroid was prescribed and symptoms were determined not to be related to infectious disease. On (B)(6) 2014, the patient returned to the physician for a follow-up visit and it was found that symptoms had almost disappeared. Rinderon was stopped and use of aquacell and hydrosite continued. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gpp564, batch glb682. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent implantation of a pacemaker on (B)(6) 2014 and topical skin adhesive was used to close incision of implantation. On (B)(6) 2014, the area where topical skin adhesive was used turned red and later developed a vesicle. On (B)(6) 2014, rinderon was administered to the patient and aquacell and hydrosite were used for wound dressings. On (B)(6) 2014, a topical steroid was prescribed and symptoms were determined not to be related to infectious disease. On (B)(6) 2014, the patient returned to the physician for a follow-up visit and it was found that symptoms had almost disappeared. Rinderon was stopped and use of aquacell and hydrosite continued. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.